Manufacturer narrative:
Unique device identifier: (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a1059) was returned for evaluation: failure analysis: upon evaluation of the returned unit, the heli-coil had come out of the ratchet extension arm and the 80# torque knob could no longer be screwed into the arm. The lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the lock needed new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to the large starburst threads. General maintenance and cleaning required. Replacement of worn internal parts, addition of heli-coils to the large starburst threads. Root cause: complaint confirmed via inspection of the item. The heli-coil had come out of the ratchet extension arm and the torque screw could no longer be screwed into the arm. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2021-00079, 3004608878-2021-00081. A facility reported that the spring in the teeth of the mayfield skull clamp (a1059) where the torque knob goes came out and would not accept the knob anymore; the large starburst teeth are worn. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.